Event description:
It was reported that patient presented in clinic for follow up when interrogation showed non-sustained rv oversensing due to myopotential inhibition. The device was reprogrammed. Patient is doing very well.